Manufacturer narrative:
The device was sent to a third-party service center for evaluation. There were no malfunctions reported, and the device passed all testing.

Manufacturer narrative:
H3 other text : device not returned to the manufacture.

Event description:
The manufacturer received information stating the customer is deceased and that there is no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.